Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation that indicates the event was caused by liberty select cycler/liberty cycler set malfunction or product deficiency. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, peritonitis is a well-documented complication known to occur in pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A caregiver a patient on continuous cycling peritoneal dialysis (ccpd) contacted customer support reporting that the patient has not been feeling well. During follow-up with the pd nurse, it was stated the patient was experiencing abdominal pain and went to the hospital, where the patient was diagnosed with staphylococcal peritonitis. The nurse was not able to identify the cause of the patient¿s staphylococcal peritonitis. The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency). Per the nurse, the patient continued pd therapy. Further details surrounding the patient¿s hospital course are unknown as the discharge summary is not available. The patient was reportedly discharged after four days and continued pd/antibiotic therapy. The patient is recovering from the peritonitis event.